Event description:
It was reported that following placement of the stent graft in the femoral artery, upon removal of the catheter, the blue portion of the delivery system pulled apart a short distance distal to the y connector/hub assembly. The blue portion did pull apart into 2 separate parts. An 8f, 30 cm long cook flexor introducer sheath was used in the case.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was opened. The 2-way stopcock was closed. The y adapter had been pulled back to the pinvise handle. The outer sheath was torn off at the reinforcement. The stent was released and missing. The inner catheter and the spring coil protruded from the tip 138mm. The outer sheath was elongated on the entire length. The condition of the sample indicates that the system must have been subjected to high mechanical strain. The outer sheath had been retracted beyond the stent release point. The stent graft was released upon receipt of the complaint sample which indicates that most likely the sheath was torn off after deployement of the stent graft. As no image and no additional information was available, a more detailed investigation could not be performed and the cause of the complaint can not be determined. It can be confirmed that the outer sheath was torn off at the catheter reinforcement upon receipt of the complaint sample. It was reported that this device was used in the femoral artery. This application represents an off-label use. The information for use for this device states: the fluency plus tracheobroncial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms.